Manufacturer narrative:
Unit received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be -000.0 mv. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, dat test and displacement test due to critical pump error. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. P-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the connection with reservoir compartment was broken and ring was missing and insulin pump received motor error alarm during priming. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.